Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited noise episodes. Programming changes were discussed but not made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.